Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the valve was implanted, the patient had a clinical worsening of the sensorium. The patient was bedridden despite the calibration of the valve. The valve was replaced with another device. The patient's status at the time of the report was alive-no injury.